Event description:
It was reported that during use the needle was blocked with a bd microlance¿ 3 needles. The following information was provided by the initial reporter: reporter claimed that the reconstituted suspension could not be injected via the needle present in the pack. They took one of their own needles and then it could be injected.

Manufacturer narrative:
Investigation: bd was not provided with photos or samples for catalog 304432 lot 180105 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was blocked with a bd microlance¿ 3 needles. The following information was provided by the initial reporter: reporter claimed that the reconstituted suspension could not be injected via the needle present in the pack. They took one of their own needles and then it could be injected.